Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had come back for disconnect and the tubing was in two pieces. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no discrepancies. The reported problem not confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.